Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 460 (mg/dl) to 490 (mg/dl). During system check with tandem technical support white spots were observed along the infusion set tubing that looked like air bubbles. Reportedly, the customer changed supplies to resolve the issue, and continued using the pump for insulin therapy.